Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead did not capture at maximum pacing outputs. Lead dislodgement was suspected. All other measurements were within normal limits. A decision has been made to further monitor this issue as the lead was implanted prophylactic for future use if patient condition warrants biventricular pacing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. A revision was performed. This lead was removed and replaced successfully. It was thought the issue was due to twiddlers syndrome.

Event description:
Additional information was received: a revision procedure is intended in the near future.

Manufacturer narrative:
When additional information is received, this event will be updated.

Manufacturer narrative:
- -